Manufacturer narrative:
The issue was resolved by replacing the arm mount. No further issues were reported. Analysis of the returned mount confirmed the physical damage as the threaded hole at the base of the arm was damaged at the first thread making threading the mating screw difficult but still possible.

Event description:
A medtronic representative reported that while in a cranial resection procedure, they noticed the screw on the radiolucent frame mount was stripping. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.